Manufacturer narrative:
(B)(4). Results of investigation: carefusion service technician was not able to duplicate customer¿s reported problem ¿had a disc/sense, cleared and then low minute volume alarm.¿ the palmtop ventilator revel was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 96 hour extended tests at customer¿s settings. The ventilator passed initial final test and initial alarm volume test.

Event description:
The customer reported model palmtop ventilator revel alarmed disc/sense, low minute volume and stopped moving air while connected to a patient. The transport nurse stated it happened extremely fast. Alarms flashed and she hit reset with no success. The patients breath sounds were checked, the patient showed no signs of chest rise or air movement. The patient was disconnected and provided positive pressure ventilation via bag valve mask for remainder of transport which was about 5 minutes. The nurse confirmed no allegation of injury or harm occurred during this event.